Event description:
It was reported that a user experienced a brief dexcom g7 continuous glucose monitor (cgm) sensor signal loss while using the ilet system, which was resolved within minutes during a phone call through troubleshooting and education. No adverse clinical symptoms reported. Outcomes included no impact to health and no hospitalization. User support included customer service troubleshooting and review of the reported sensor connectivity issue. Investigation of this case revealed a transient communication disruption between the cgm sensor and the responsible device, with normal function restored after brief guidance and no device component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was user-system interaction with transient signal interference.

Manufacturer narrative:
Initial